Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation of the device found the device to be in used condition with a cracked downstream occlusion (dso) seal. Functional tests found a non-operable remote dose connector. The cause of the problem was a faulty remote dose connector's circuitry printed wire assembly (pwa) board. The pwa board was replaced to correct the issue. Also replaced the dso sensor seal. The device passed all functional tests after the repair.

Event description:
It was reported that there was a dose cord issue. There was unknown patient involvement and unknown patient harm/adverse event reported. Device analysis found a cracked downstream occlusion (dso) seal and a faulty printed wire assembly (pwa) board.